Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not experiences any symptoms related to the low blood glucose. The customer treated for low blood glucose with the glucose. Troubleshooting was declined by the patient for the low blood glucose. The insulin pump will not be returned for analysis.